Event description:
A physician reported that during the implant procedure crack was observed in the nozzle portion of the cartridge tip. The surgery was performed and completed without product replacement. Although it is unclear at what point the crack appeared, the iol was successfully inserted. There is no patient harm. Additional information has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. Viscoelastic was only observed at the rim of the loading area. The cartridge tip was split on the top and on the right side. The cartridge had evidence it was not fully seated in the handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported cartridge damage may be related to a failure to follow the instruction for use (IFU). Viscoelastic was only observed at the rim of the loading area. The cartridge tip was split on the top and on the right side. The cartridge also did not appear to have been fully seated in a handpiece. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovds) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company toric iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).